Event description:
A (B)(6)old, female, pt, contacted zoll customer support to report that her monitor would not completely power on. The pt was issued a new monitor.

Manufacturer narrative:
Device eval summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (will not completely power on) has been confirmed. As received, the monitor would not power on. Upon service investigation, the flash memory failed to program. The cause of the monitor not powering on was a flash memory failure (component u102 and u105) on the computer / analog board sn (B)(4). The root cause of the flash memory failure is currently underway. A supplemental report will be sent upon completion of eval. No adverse event resulted from the defective components. The pt received a replacement monitor.